Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records has been requested. Our investigation has shown that the thirst thread flank at the top of the screw is partially broken off. The damage indicates that the head was not properly fixed at the screw and fell off during insertion as reported. We assume that the thread flank was damaged by a loose primelock connection between the retaining sleeve and the screw during insertion. Such a loose connection, in combination with high lateral stress, can lead to such a breakage. The cause of the loose connection is either insufficient tightening during the screw pick up or high friction between the inner and outer sleeve of the retaining sleeve. Our product development centre did improve the design of the retaining sleeves meanwhile to reduce friction between the sleeves. Although we are unable to determine the exact cause of this occurrence, the cause of the loose connection is either insufficient tightening during the screw pick up or high friction between the inner and outer sleeve of the retaining sleeve.

Event description:
Implant came apart, the sleeve came loose from screw during implantation. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted.